Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device didn't clamp the tubing which resulted in a free flow of insulin. The device was turned on at the time of the event. The patient sustained temporary hypoglycemia which resolved immediately once the clamp of the tubing was engaged.

Event description:
The customer reported that the device didn't clamp the tubing which resulted in a free flow of insulin. The device was turned on at the time of the event. The patient sustained temporary hypoglycemia which resolved immediately once the clamp of the tubing was engaged.

Manufacturer narrative:
The customer¿s report of the flo stop not engaging which resulted in free flow was not confirmed. The suspect pump module was not received for evaluation. Visual inspection of the concomitant set showed it was still taped and coiled. There were no other anomalies observed. Functional and pressure testing resulted in no instances of free flow. The root cause of the customer¿s report could not be determined; no anomalies were found with the primary set and the flo stop clamp engaged as expected when the set was removed from a test pump.